Manufacturer narrative:
(B)(4). Batch # t5dt9v. Device analysis: the analysis results that one psee60a device was returned with no visual non-conformance's and a cartridge pan was found lodged inside the channel. In addition another gst60b reload (b) was received fully fired, with the pan detached from the cartridge. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meets the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: gst60b, t5d98v, fully fired with pan dislodged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic unknown procedure, the cartridge pan was left inside the jaw when the cartridge was removed from the device. The same device was used as is to complete the case. The surgeon who replaced the cartridge had no experience in using echelon devices. There were no adverse consequences to the patient. No further information is available.